Manufacturer narrative:
Complaint investigation is ongoing. The affected instrument is currently in transit to the manufacturer for further evaluation and investigation. The product involved in the incident is not a medical device. However, it can be considered to be similar to sciex's marketed mass spectrometers as they share design characteristics and components. As a result, the malfunction may occur with sciex's medical devices with a remote probability of a serious injury.

Event description:
While running a method, a small flash fire occurred (as indicated by the damage sustained to the instrument probe) in the source area around the probe on the sciex triple quad 6500+ mass spectrometer system. The system continued operating and completed the batch without generating a fault or error. No injuries or harm were reported.